Manufacturer narrative:
Product complaint # (B)(4). Additional information: 9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that one opened sample that pertained to product code 1961 was received. Upon visual analysis of the sample, a piece of hair that was stuck with a tape piece was observed in the folder. It was not possible to determine the cause of the foreign matter in the sample received. Due to the conditions of the reported device. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacturer? , h6. Component code, h6. Type of investigation, h6. Investigation findings.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and the absorbable hemostat was found to have a hair inside the package. The item was removed from the sterile field. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? There is no lot number on the package. There is an 117361 by a r code. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.